Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The caller reported that they were having a hard time connecting to the patient's implant. Caller confirmed they were able to feel the implant under the skin. Caller tried repeatedly repositioning the communicator over the implant, but that didn't resolve the issue. Caller encountered an eos message stating to replace the internal device. Caller stated that they thought the implant was supposed to last 10 years; agent reviewed device longevity with the caller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue and discuss device replacement.